Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73b1800292 investigations did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the product placed the first clip normally, then when next clip was loaded, the clip was not in the jaw correctly and would not lock. The surgeon then requested a new unit, and finished the case. There was no patient injury.

Event description:
It was reported that the product placed the first clip normally, then when next clip was loaded, the clip was not in the jaw correctly and would not lock. The surgeon then requested a new unit, and finished the case. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was received with its rotation tab bent. The sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. The returned sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws of the device. The clip was broken at the hinge. Another attempt was made, but no clip fired. On the third attempt, a clip was able to properly load and attach to over-stressed surgical tubing. This was repeated with the same results for the next clip. The bent rotation tab, the misload of the first clip, and the empty space where no clip fired on the second attempt are all indications that the clips were out of position in the channel and stacking on one another. The first clip was broken at the hinge due to the clips stacking on one another. The sample other remarks: was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. Based on functional testing, the complaint issue was confirmed. However, it could not be determined exactly how or when the clips became out of position. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not loading properly" was confirmed based upon the sample received. One device was returned. The device was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. The sample was returned with its rotation tab bent. Upon functional inspection, the first clip was broken at the hinge and was unable to load properly. No clip was fired on the second attempt, but the final two clips were able to fire properly on the next two attempts. The bent rotation tab, the misload of the first clip, and the empty space where no clip fired on the second attempt are all indications that the clips were out of position in the channel and stacking on one another. The first clip was broken at the hinge due to the clips stacking on one another. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. We will continue to monitor and trend on this issue. The root cause of this complaint is undetermined.